Event description:
Patient states hizentra saturday infusion took longer than typical about 20% longer. Pump: lot s81412. No expiration could be found per patient. We will replace pump this fill patient seems to have a dear understanding of how to use. No other information known. Pump used to infuse hizentra at above dose and frequency. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? Was completed but slower. Indication: common variable immunodeficiency, unspecified and antibody deficiency with near-normal. Reported to (B)(6) by pt/caregiver.